Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a harmonic ace instrument to perform failure analysis. Fa was able to confirm the reported complaint. The instrument was found to have a broken clamp arm. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have mechanical indentation damage to the blade.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, while the surgeon was cutting tissue with the harmonic ace instrument, he lost control of the instrument tip. When the instrument was removed for inspection, we realized the scissor joint was broken. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the scissor joint was broken. The instrument was inspected prior to use and the surgical task was energized cutting of the mesentery. The instrument did not collide with any other instruments and no fragment fell.